Event description:
In 2001, pt underwent a right frontal craniotomy with removal of intracerebral hematoma and placement of intracranial pressure monitor. A drain was placed in the subtemporalis space. Almost two weeks later, the nuerosurgeon removed the catheter (drain) and the tip was trapped beneath bone gap and broke during removal. CT scan done. Neurosurgeon decided to leave catheter in head since the material is frequently used for long-term brain/body implants unless complication arise. Pt is stable in skilled nursing facility. Unsure - various lots at facility.